Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with readings of "305mg/dl" compared to "256mg/dl". This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/01/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 06/24/2013 with the following findings: the meter has passed testing with no faults found. The complaint could not be reproduced. The meter was found to have broken lcd and l102 as secondary issue, but it is not related to primary complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.